Event description:
The biomed performed an electrical safety check on this unit and found the ground resistance check failed due to a loose ground prong on the power cord plug.

Manufacturer narrative:
The biomed replaced the power cord and plug to repair the stretcher.